Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 08-mar-2023. H6: investigation summary : the customer reported the filter set broke and returned one used sample. The sample was separated at the outlet port of the filter, and the complaint is verified. The root cause is traced to insufficient solvent applied during assembly process. A quality improvement plan is in place for the tubing-filter connections on material 10013902 and the root cause is being addressed. Device history record review for model 10013902 lot number 22089085 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. H3 other text : see h10.

Event description:
It was reported that the unspecified bd infusion set experienced component separation. The following information was provided by the initial reporter: we had another instance of the filter set breaking from the tubing, I have the broken set, which was primed with saline and broke during compounding.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed and the franklin lakes FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the unspecified bd infusion set experienced component separation. The following information was provided by the initial reporter: we had another instance of the filter set breaking from the tubing, I have the broken set, which was primed with saline and broke during compounding.